Event description:
During a bankart shoulder repair procedure utilizing two healicoil peek 5.5mm suture anchors, it was reported that the first anchor was prepared with a 5.5mm healicoil awl dilator and implanted successfully. The second, prepped in the same fashion, pulled out upon knot trying and the anchor was removed. The prepared hole was not filled and they were unable to remove part of the implant thread from the bone. A third hole was prepared with a 3.8mm tapered awl and a twinfix ultra peek 5.5mm suture anchor was successfully implanted. The patient¿s bone quality was reported as good. There were no reports of patient injuries or complications.

Manufacturer narrative:
One healicoil suture anchor was returned for evaluation. The device was visually inspected and confirmed broken with missing threads; as reported. Due to the state of the returned device no dimensional attributes could be checked. The patient¿s bone quality was reported as good and the anchor sites were prepared with a 5.5mm healicoil awl dilator. Bone quality that is good (also classified as ¿general use¿), requires different site prep. For general use of a 5.5mm healicoil, ref 72201915, a 3.8mm reusable tapered awl is recommended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).